Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated out of range impedance measurements. As result, the pacing portion of the lead was surgically capped. A new pacing rv lead was placed for pacing during the procedure. No additional adverse patient effects were reported.